Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Per the instructions for use (IFU), svd is a known potential risk associated with bioprosthetic heart valves. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patients factors, including an implant duration of 7 or more years and patients age at implant.

Event description:
Edwards received notification from italy that a patient with a (B)(6) valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of eight (8) years and nine (9) months due to degeneration leading to stenosis with high gradients and regurgitation. The patient presented with fatigue. A 26mm transcatheter valve was successfully implanted within the surgical device with no reported complication. The patient was discharged home the next day.

Event description:
Edwards received notification from italy that a patient with a 290027 valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of eight (7) years and nine (9) months due to degeneration leading to stenosis with high gradients and regurgitation. The patient presented with fatigue. A 26mm transcatheter valve was successfully implanted within the surgical device with no reported complication. The patient was discharged home the next day.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.